Manufacturer narrative:
Other relevant device(s) are: products: battery 9735773; ups 9735787; s/n lot number unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that sometimes the battery ran down. Additionally, it was reported that the system did lose power when connected to a known good outlet. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally it was reported that the anomaly is being tracked in the navigation tracking database.

Manufacturer narrative:
A hardware analysis of casepart-289491 was initiated to determine the probable cause of the issue. Analysis found that the battery did not hold charge. A hardware analysis of casepart-289484 was initiated to determine the probable cause of the issue. Analysis found that the returned ups was standalone tested and no problems were detected. All outputs measured normal voltage. The power switch functioned, as intended. Fet's were intact. If information is provided in the future, a supplemental report will be issued.